Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this cardiac defibrillator exhibited atrial undersensing which was observed on the presenting electrogram. The right atrial lead is a non-boston scientific product. It was noted that the device is programmed to ventricular pacing (vvi) at 40 bpm; however, atrial sensing remains programmed on. Additionally, the atrial impedances are out of range at less than 200 ohms. Technical services were consulted and recommended further review of atrial lead and programmed parameters recommended to ensure appropriate tachyarrhythmia detection and discrimination. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac defibrillator exhibited atrial undersensing which was observed on the presenting electrogram. The right atrial lead is a non-boston scientific product. It was noted that the device is programmed to ventricular pacing (vvi) at 40 bpm; however, atrial sensing remains programmed on. Additionally, the atrial impedances are out of range at less than 200 ohms. Technical services were consulted and recommended further review of atrial lead and programmed parameters recommended to ensure appropriate tachyarrhythmia detection and discrimination. This device remains implanted and in service. No adverse patient effects were reported. Additional information: numerous inquiries were made to obtain further details and a resolution for this event; however, no further responses were received.